Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The review of service history found no relevant service history within review period. Event history log reviewed was also reviews and found that a system fault 41622 had occurred. Further investigation identified a failed motor following the motor test. The motor was replaced. The downstream occlusion (dso) and upstream occlusion (uso) sensors were calibrated, and the device passed all testing criteria. The exact cause of the issue was not determined.